Manufacturer narrative:
Argus case (B)(4).

Event description:
I sucked some poligrip up the back of my nose last night. [Medication stuck in throat]. I have a bad headache this morning. [Headache]. Case description: this case was reported by a consumer via call center representative and described the occurrence of medication stuck in throat in a female patient who received double salt dental adhesive cream (super poligrip (unspecified zinc free variant)) cream (batch number unk, expiry date unknown) for product used for unknown indication. Concomitant products included no therapy. On an unknown date, the patient started super poligrip (unspecified zinc free variant). On an unknown date, an unknown time after starting super poligrip (unspecified zinc free variant), the patient experienced medication stuck in throat (serious criteria gsk medically significant and other: gsk medically significant ), headache and device use error. The action taken with super poligrip (unspecified zinc free variant) was unknown. On an unknown date, the outcome of the medication stuck in throat, headache and device use error were unknown. The reporter considered the medication stuck in throat to be related to super poligrip (unspecified zinc free variant). It was unknown if the reporter considered the headache to be related to super poligrip (unspecified zinc free variant). Additional information, adverse event information was received on 05 may 2020 via email. Consumer stated, "I think I sucked some poligrip up the back of my nose last night. I have been wearing them approximately two years. What can I do to release that? I have a bad headache this morning."